Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number: (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) used helium quickly during use of the equipment, suspected helium leakage, but the equipment did not alarm. No personal injury occurred.

Manufacturer narrative:
Corrected fields: d4. Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h11 a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that there was obvious air leakage in the helium system of the frame. The fse replaced the .005 helium tubing assembly (0004-00-0103-03) and the multiple helium tubing assembly (0004-00-0103-02). Functional tests were carried out in accordance with factory requirements. All test parameters were within the qualified range. The iabp was ready for customer use. The following investigation was performed by the failure analysis and testing dept. (Fat) the failure analysis and testing dept. Received the following parts associated with this complaint: part number 0004-00-0103-02 fittings serial number n/a part number 0004-00-0103-03 helium tubing assy. Serial number n/a the failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed part number 0004-00-0103-02 fittings serial number n/a and part number 0004-00-0103-03 helium tubing assy. Serial number n/a in the cardiosave test fixture serial number ch339449g1 and tested the fittings and tubing assy. To factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. The fat dept. Observed a helium leak when in the pneumatic system test of the diagnostic mode. The fat dept. Was able to replicate the failure of a helium leak. The helium tubing failed testing. Retaining the helium tubing in the fat dept. Per procedure number 0002-07-d008 rev.ar.